Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a recurring pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that they were able to clear and complete the rewind process. Customer reported that the insulin pump had several pump error alarms. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will return for analysis.

Manufacturer narrative:
Hardware low level failures alarm (variable info=3) confirmed in the pump history and during self test due to broken trace.